Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was cracked cassette an evaluation of the actual sample was conducted and an issue of a leak was found related to the reported condition of a system error 2240 alarm during the evaluation. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 2 of 4. The baxter technical service representative (tsr) had the caregiver (cg) cycle power and the hc alarmed. The tsr had the home patient (hp) cycle power again and the alarms cleared. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012 product surveillance contacted the care giver (cg) regarding this event. The cg stated that she did no notice anything irregular with the original supplies. After switching to new supplies therapy was able to be completed as normal. There was no patient injury or medical intervention reported. Therapy has been going well since. During evaluation on (B)(4) 2012, the set was placed on machine for priming and run with alarm 2240 noted during dwell 2 of 5. The set was tested underwater at 8 psi with leak noted at the defective tack weld. The set was visually inspected, with defective tack weld noted (cavity 1m). The complaint was confirmed in the lab for system error 2240 due to leak at defective tack weld.